Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Qing zhang, ming xiang ,jin-song yang, fei dai (2023). Clinical and radiographic outcomes of total elbow arthroplasty using a semi-constrained prosthesis with a triceps-preserving approach over a minimum follow-up period of 4 years. Orthopaedic surgery published by tianjin hospital and john wiley & sons australia, ltd. Doi:10.1111/os.13698. G2: foreign: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a clinical study that two patients underwent total elbow arthroplasty. The patients had heterotopic ossification which led to limited range of motion (rom) of elbow. No additional patient consequences were reported.